Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system emitted beeping tones due to high shock impedance measurements out-of-range. The patient was brought to the hospital where the shock impedance alert was raised to 200 ohms. Technical services (ts) assessment of the case was eventually received. It was recommended a revision of the right ventricular (rv) lead because shock impedance condition could worsen overtime and successful arrhythmia conversion could become jeopardized. In addition, ts recommended to replace the crt-d as well as this would avoid a new surgery in the near future for battery depletion. This crt-d remains in service and no adverse patient effects were reported.